Event description:
Reportedly this valve was explanted after 4 years and ten months duration due to a hole in the leaflet might be suture tail abrasion but its really up high. Replaced with another valve.